Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative who indicated the air was removed from the patient's eyes using a vitrectome.

Event description:
A nurse reported the cassette gave air out of the tubing into the eye during two vitrectomy procedures. The procedures were completed after the product was replaced. There was no patients harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were tested on a console where they primed and passed intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bags without any interfering. No bubbles were observed in the non-invasive flow sensor (nifs) fluid path before the cleaning process. No leakage was detected from the pump elastomers or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was passed. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).